Manufacturer narrative:
Additional excluder® components have been included in this report as it is unknown which device may have contributed to this event: pxc121200/16073613, plc121000/17754343, pxc141000/15898810. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm rupture and death.

Event description:
On (B)(6) 2018, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. According to the report, all endoprostheses were implanted without any complications, and the patient tolerated the procedure. Later in the same evening, the patient reportedly expired due to a ruptured aneurysm. Additional event information was requested from the facility by gore, but was not provided.